Event description:
In 2003 (exact date unknown), the patient underwent total arch replacement procedure. Later, a pseudo-aneurysm was formed around the distal end of the existing graft. On (B)(6) 2009, the patient underwent endovascular repair of the pseudo-aneurysm using gore® tag® thoracic endoprosthesis (tg3410/06561039). The tg3410 was implanted from the distal end of the surgical graft in the aortic arch. On (B)(6) 2009, the patient was discharged of the hospital with aneurysm diameter of 40mm. No adverse event had occurred at the time of discharge. On (B)(6) 2010, in six-month follow-up study, it was revealed that the aneurysm diameter had enlarged to 63mm. It was unknown if any endoleak was present. On (B)(6) 2011, in two-year follow-up study, it was revealed that a distal type I endoleak had occurred with aneurysm enlargement to 77mm. On (B)(6) 2011, the patient was implanted with an additional gore® tag® thoracic endoprosthesis to treat the distal type I endoleak. In two more follow-up studies, it was revealed that the endoleak had been resolved with aneurysm diameter shrinking. It was reported that in the initial procedure, the distal sealing length of the stent graft was short, which was attributed to the distal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.